Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to elevated blood glucose levels. The patient's blood glucose levels reached greater than 700 mg/dl while wearing the pod on the arm for longer than 48 hours. Reported symptoms included headache, unstable due to having parkinson's disease, vomiting and nausea. The patient stated that healthcare professionals diagnosed them with diabetic ketoacidosis and hyperglycemia. Treatment during hospitalization included intravenous, insulin urgent medical care to patient and continuous cardiac check. The patient was sent home on (B)(6) 2026.